Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. A DHR review was performed by medventure for lot number ml000449c3. The DHR (device history record) review revealed that nonconformance and/or deviations are associated with the manufacture of this lot. It has been determined that the noted observations are not reasonably expected to adversely affect product efficacy, quality, or safety. Therefore, all acceptance records demonstrate that the device was manufactured in accordance with the device master record. There is not enough information to understand what caused these failures. Hence the most probable root cause classification is ¿undeterminable¿.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, a resolution clip was deployed in the large bowel of the patient. It was able to grasp and lock onto tissue. However, the clip did not detach from the catheter. The whole device was then pulled off from the tissue. The procedure was completed with another of the same device.